Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and was reprogrammed. The lead was then reprogrammed back to initial sensing settings and twos was observed again. The patient experienced inappropriate therapy due to the twos and the lead was reprogrammed again. The lead remains in use. No further patient complications have been reported as a result of this event.